Event description:
Information was received that the lead and generator were explanted due to the high impedance. Less than 2 cm of the lead was left attached to the nerve. The device has not been received by the manufacturer to date.

Event description:
Information was received that the explanted lead and generator were discarded by the explanting facility.

Event description:
It was reported that during a clinic visit, the physician observed an error message however what error message seen was unclear. It was also reported that the patient was experiencing a persistent cough. In a follow up clinic visit, multiple diagnostics were performed which showed that there was high impedance. The device was then disabled. It was noted by the patient¿s parents that the patient had not sustained any injuries recently that could have contributed to the high impedance the physician wanted to monitor the patient's seizures for one month without vns therapy before referring for a lead and generator replacement. No surgical interventions are known to have occurred to date. No additional relevant information has been received to date.

Event description:
The surgeon reported that the patient's parents would like the patient's device explanted due to the patient doing well on the current medication with the vns device disabled. No surgical intervention is known to have occurred to date.